Event description:
Customer reported a leadcare ii suppress blood lead test result in a pediatric patient who had previously been diagnosed with elevated blood lead levels. While leadcare testing reported a "low" (less than 3.3 ug/dl) result from a capillary sample, confirmatory testing on venous sample reported a blood lead level of 4.1 ug/dl. While troubleshooting this event with technical services, customer indicated that the sensor pins on the leadcare analyzer showed corrosion. The affected analyzer was returned to magellan for replacement.